Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 246 mg/dl. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and subsequently a cartridge alarm (alarm 6) occurred. Customer reverted to manual injections for insulin therapy.